Event description:
It was reported that while inserting the carto mapping catheter over the versacross steerable access solution a resistance was felt. However, it was possible to go over it eventually and the procedure was completed successfully. No patient complications were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).